Manufacturer narrative:
PMA/510k: this report is for an unk - screwdrivers: shafts/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon routine inspection the screwdriver handle will not engage on the screwdriver shaft to keep it in place. There was no patient involvement. This complaint involves one (1) device. This report involves one (1) unk - screwdrivers: shafts. This report is 2 of 2 for (B)(4).